Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 136 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The mother of the customer reported typing in the information in the insulin pump but the numbers in the display continued to ramp up. The mother of the customer reported that the insulin pump might have been exposed to humidity. The mother of the customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.